Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating that they called a while back stating that their battery won't charge. They have contacted a doctor and are waiting to hear if they are going to be taken on as a patient. A representative went through all the troubleshooting with them and decided that it's not a hardware issue and that they need to be seen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient's implantable neurostimulator (ins). The reason for call was caller reported they are having trouble with the 'battery'. Caller stated the implant won't charge ever since they came home from the hospital a week ago maybe 2. Caller mentioned they saw a message on the controller that said to 'call [the manufacturer]' with no further details. Patient (pt) tried charging the ins for 2 hours but it did not increase. Caller stated they are able to fully charge the controller. Caller denied falls/trauma. Caller reset the controller - denied damage to the recharger. Pt was able to charge the ins; controller 80% and ins in red recharging excellent. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address ins not charging. No symptoms were reported.